Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the original complaint of the intermittent responsiveness of the up arrow and down arrow keypad buttons was not confirmed or duplicated. All of the keypad buttons responded appropriately. During investigation, the keypad was removed and no evidence of damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4): investigation code was inadvertently omitted for the original investigation results. Updated supplemental to add evaluation codes.